Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio observed that the customer¿s device delivered a monophasic shock of 308.8 joules at the 360 joule setting. In addition an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed an ¿abnormal energy¿ message when delivering defibrillation therapy into a defibrillation analyzer. In addition the energy output registered low on the defibrillation analyzer. At the 360 joule setting, the output was 308 joule, and at 200 joules the output was 150 joules. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to an electrically shorted diode, designator cr30.

Event description:
The customer contacted physio-control to report that their device displayed an ¿abnormal energy¿ message when delivering defibrillation therapy into a defibrillation analyzer. In addition the energy output registered low on the defibrillation analyzer. At the 360 joule setting, the output was 308 joule, and at 200 joules the output was 150 joules. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use associated with the reported event.